Manufacturer narrative:
The insulin pump was received with no button response due to a flattened (creased) button dome switch. No button error alarm was noted. The device was unable to be verified for the low reservoir alarm due to the lack of button response. The following cosmetic damage was also noted: minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she received a button error alarm; at first her pump received a low reservoir alert, but when she tried to clear the alarm and rewind the pump she got the button error. The customer changed the battery but the button error persisted. The patient's blood glucose at the time of incident is unknown, but her blood glucose at the time of call was 62 mg/dl. The customer stated that she had juice with her. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.